Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that their toothbrush came apart. The plastic part on the top of the head came off and they almost swallowed the piece. No injury was reported.